Manufacturer narrative:
During a complaint review, beta bionics identified a complaint classification update related to incorrect quantities of supplies packaged in product kits. Following implementation of the updated complaint classification, a retrospective review of complaints was conducted, and this event was identified as potentially MDR reportable. Upon identification, the complaint was reevaluated and this MDR was submitted promptly.

Event description:
It was reported that a patient stated their shipment from a third-party distributor was short two syringes, and the agent provided education on contacting the distributor for resolution. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established.